Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had blood glucose levels of 400 and 500 mg/dl. Customer also reported large differences between sensor and blood glucose level readings. Blood glucose level at the time of the incident was 239 mg/dl. High blood glucose troubleshooting was not performed. Blood glucose level by the end of the call was 191 mg/dl. Neither the insulin pump nor sensors were replaced or returned for analysis.